Manufacturer narrative:
Philips service installed a new hd image disk and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system shut off mid-procedure and corrupt cine images were observed on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.